Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the 'confirm settings' prompt became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the prompt was able to be cleared. The customer's blood glucose level was impacted (291 mg/dl). It was confirmed that the customer would use injections of long acting and short acting insulin as alternate insulin therapy.